Event description:
It was reported that the guide wire was not able to pass through the cannulated screw. An additional screw was available and was used to complete the surgery.

Manufacturer narrative:
This MDR is a result of a retrospective review of the complaint.